Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performed pd therapy with a homechoice (hc) device, passed away due to an unknown cause. It was reported that the patient was in (B)(6) care prior to death (no further details provided). It was not reported if the patient was on pd therapy at the time of death or if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A device history record review was performed and no issues were found related to the reported problem. A review of the devices logs revealed no keystrokes, programming, or use related events that would indicate and/or contribute to the problem. Internal and external visual inspections performed revealed no problems. The device passed both the electrical and functional testing. Testing of the power cord received with the device revealed no problems and that it is electrically intact. Analysis of the device pneumatic system revealed no leaks and all pressures were correct and stable. The device passed seal, purge and wet disposable integrity tests. The results of the sample analysis revealed no failure or malfunction that could have caused or contributed to the patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient passed away on an unspecified date in (B)(6) 2014. The device has not been received for evaluation. Should additional relevant information become available, a supplemental report will be submitted.